Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal issue. The procedure was completed successfully. No patient harm was reported.

Manufacturer narrative:
Due to a lack of sufficient data logs or product returned, the cause of the priming problem cannot be established.